Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2026 a suture was used. Received undyed suture code instead of dyed with same code. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4, h4 - the actual device lot number associated with this event is not known. Tmbddbw0 and xabdczb0possible batch numbers are reported as follows: lot tmbddbw0 mfg date: 11.24.2023. Expiration date: 10.31.2026. Lot xabdczb0 mfg date: 01.17.2025. Expiration date: 12.31.2027. A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. Additional information provided: was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. * if possible, please confirm the product code ordered (dyed) and the product code received (undyed)? * if possible, please confirm the number of boxes of devices affected by this issue (how many for lot tmbddbw0 and how many for lot xabdczb0) * were there any patient consequences? * what is the procedure name? * please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. * please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/15/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. Additional information: h6. H3 photo summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show two opened sales boxes with product code vcp422h and two different lot numbers: #tmbddbw0, expiration date 2026-10, and #xabdczb0, expiration date 2027-12; one of the boxes is damaged. The image is not clear to determine the failure mode or the reported condition. As the device was not returned, an analysis investigation could not be performed. Based on the photo review, the event reported is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.